Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
(B)(4). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: lo (less than 0.6 mmol/l - mobile and 144 mg/dl - aviva combo. No adverse event was reported. The blood glucose monitors was requested to be returned for product evaluation.